Event description:
The patient reported an infection and loss of therapy. Antibiotics were prescribed, the infection is clear, the patient is receiving adequate therapy and is getting pain relief.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was completed by quality with limited information.  Based on this review, implanting the device in an off-label location and no attempts to reprogram the device have been ruled out as a potential causes. The clinical representative confirmed the infection was not related to the stimulator, the patient is receiving adequate therapy and is getting pain relief. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The provided information does not evidence that the curonix device contributed to the issue and the infection is unrelated to the curonix device (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, CAPA is not required. Loss of therapy/no therapy issue rates will continue to be tracked and trended.